Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) identified no lights on the module board of full height drawer 1 and replaced the module board and retractor band. Fse then identified that the keyboard cover and keyboard was worn down and replaced the keyboard with a new one. Fse also replaced the ethernet cable to prevent the wire from accidentally being pulled out of either end and also replaced the barcode scanner cable due to intermittent functional loss, cleaned the unit and ensured all remaining cables were tight. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.